Manufacturer narrative:
The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer cleaned and adjusted the wash water volume of the reagent needles. The sample needles were adjusted and cleaned. Following these actions, the instrument was operating without any issues. The investigation determined the service actions resolved the issue. Medwatch field e1 initial reporter establishment name - (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c 701 module. The sample initially resulted in a calcium value of 1.54 mmol/l. A second sample from the patient resulted in a calcium value of 2.31 mmol/l. The customer then repeated the complained sample, resulting in a calcium value of 2.36 mmol/l. A corrected report was issued.